Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to diabetic ketoacidosis and high blood glucose of 500 and 557 mg/dl. Customer¿s current blood glucose value was 421 mg/dl. Troubleshooting was done for high blood glucose and under delivery. The customer treated with manual injections. The customer experienced symptoms such as ketones, dehydration and vomiting. The customer was wearing the insulin pump during the hospitalization. The customer states the drive support cap appears normal. Based on customer report customer does not allege pump was under delivering. The insulin pump will not be returned for analysis.